Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was still stuck to the device when it was removed from the patient. Hemostasis was achieved using manual compression. There was no reported patient injury. The procedure approach was retrograde, and the deployer was mynx certified. A 6f sheath was used, and the device was used in the femoral artery with suitability verified on angiography; the vessel diameter was verified to be =5 mm, with no vessel tortuosity noted and no peripheral vascular disease or calcium observed near the puncture site; the stick location was the common femoral artery. No damage to the device or packaging was noted prior to opening, and the device was stored and prepared in accordance with the instructions for use; device storage temperature did not exceed 25 °c. Button #1 and button #2 were fully depressed, the balloon was fully deflated, and no resistance was noted during use. A post-removal image showed the polyethylene glycol (peg) distal to the deflated balloon. The device was saved and will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was still stuck to the device when it was removed from the patient. There was no reported patient injury. The device was saved. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was still stuck to the device when it was removed from the patient. Hemostasis was achieved using manual compression. There was no reported patient injury. The procedure approach was retrograde, and the deployer was mynx certified. A 6f sheath was used, and the device was used in the femoral artery with suitability verified on angiography; the vessel diameter was verified to be =5 mm, with no vessel tortuosity noted and no peripheral vascular disease (pvd) or calcium observed near the puncture site; the stick location was the common femoral artery. No damage to the device or packaging was noted prior to opening, and the device was stored and prepared in accordance with the instructions for use (IFU); device storage temperature did not exceed 25 °c. Button #1 and button #2 were fully depressed, the balloon was fully deflated, and no resistance was noted during use. One non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Additionally, one photograph was attached for review. Per the picture analysis, the image shows a 6f/7f mynx control vascular closure device (vcd) after removal from the patient. The distal balloon appears deflated, and a visible mass consistent with polyethylene glycol (peg) sealant is observed external to the patient and adherent to the distal portion of the device shaft. The sealant material appears intact and attached to the device rather than deployed within tissue. Blood residues are visible on the device shaft and surrounding surgical materials. No visible fractures, separations, or structural damage to the shaft or balloon component can be confirmed from the provided image. The image does not allow assessment of deployment conditions. Visual inspection of the returned device showed that button 1 was fully depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe returned attached to the unit. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was observed not retracted and fully deflated as received, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment test could not be fully performed, as the sealant was not received for this evaluation. However, since button 2 was found not depressed, an attempt to fully depress button 2 was performed successfully. Following this action, the balloon was functionally retracted without resistance, and no abnormal behavior was observed. The reported event of ¿sealant-inaccurate placement-complete¿ was observed through analysis of the picture received since it was noted that the sealant was still on the catheter of the device. The exact cause of the issue experienced could not be conclusively determined during analysis. However, based on the information available for review and product analysis, user-related factors (user error) most likely resulted in the inaccurate placement of the sealant reported as the device was received with button 2 not depressed and there were no anomalies noted during button 2 depression per the functional analysis. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not depressed, the balloon will not be retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, picture analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.